Manufacturer narrative:
(B)(4). The original report was received via medwatch form (MFR report # (B)(4)). The return of the unit has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a c-section procedure in which the force fx electrosurgical generator was in use, the bovie was being used intraoperatively in the abdomen when a visible spark was observed at the bovie tip. The bovie was removed from the abdomen and a small flame was visible. The flame spontaneously diffused. The patient was grounded properly and the bovie tip was properly in place. There was no patient injury. Additional questions have been asked but no additional information has been provided by the facility. This incident was originally reported via medwatch form ((B)(4)).